Event description:
The customer reported that during use of this shaver burr, metal shavings were observed in the surgical site. The user is unsure if all the metal shavings were retrieved through irrigation and suction. There was no serious injury or surgical delay reported with this event.

Manufacturer narrative:
To date, conmed linvatec has not received this device for evaluation. A follow-up report will be sent upon receipt of the device and completion of an evaluation.